Event description:
The facility reported a flogard infusion pump which generated an f-38 alarm; this alarm indicates a malfunction in tube misloading detection circuitry. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an f-38 alarm was confirmed via the alarm log. The device was evaluated on-site by a field service technician. The cause was determined to be out-of-range force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was restored to good working condition.